Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6)2016, the g5 mobile application screen became frozen during the two hour warm up period. There was no report of injury or medical intervention. No additional event or patient information is available.